Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The grasping mechanism was damaged, causing the instrument to cycle without having to use the green firing button. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic distal pancreatectomy, while attempting to resect the pancreas, when the green button was pressed and the handle was squeezed in order to start the firing, there was only a little bit of squeezing and the handle made a loud noise. Since there was a louder noise than usual, the surgeon stopped the resection of the pancreas midway. Another handle and reload were used to complete the case. Before using the new handle and reload, the tissue around the resection line was resected and the tissue was thinned there was no patient injury. Pli-10: medtronic's initial evaluation of the incident device found sheared teeth on the firing rack.

Event description:
According to the reporter, on a laparoscopic distal pancreatectomy, while attempting to resect the pancreas, when the green button was pressed and the handle was squeezed in order to start the firing, there was only a little bit of squeezing and the handle made a loud noise. Since there was a louder noise than usual, the surgeon stopped the resection of the pancreas midway. Another handle and reload were used to complete the case. Before using the new handle and reload, the tissue around the resection line was resected and the tissue was thinned there was no patient injury. Pli-10: medtronic's initial evaluation of the incident device found sheared teeth on the firing rack.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The grasping mechanism was damaged, causing the instrument to cycle without having to use the green firing button. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.